Event description:
It was reported that a cartridge alarm was triggered, and the customer's blood glucose (bg) level displayed as "high." The customer addressed the issue by administering a correction bolus through the pump after replacing the cartridge. Although a series of cartridge alarms occurred, the customer did not require third-party assistance. Technical support resolved the issue by arranging a replacement pump since the current one was out of warranty, and the customer was referred to sales/renewals to discuss obtaining a new in-warranty pump. Meanwhile, the customer continued using the existing pump for insulin delivery after loading a new cartridge.